Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4) the pump has been reported to be available for evaluation and has been requested. However, the pump has not been received for evaluation as of yet. If the pump is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
The facility representative reported to the (B) (4) on (B) (6) 2010, a colleague infusion pump with an inoperable stop and open keys on the pumphead module keypad. The reported condition was identified during biomedical service. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B) (4). The user interface module master software (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition has been confirmed and duplicated. The assignable cause is cracking of the flex cable from bending. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The vascular access site was located in the right radial artery and the 90% stenosed target lesion was located in the proximal right coronary artery (rca). When attempting to advance a quantum maverick 4.0x12mm balloon down the vessel, the shaft of the catheter "snapped". The device was removed from the patient and another of the same was used to complete the procedure. No patient complications were reported.